Manufacturer narrative:
Additional information: a1, h4, h6 (update codes), h11. H4: the lot was manufactured between september 11-16, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photo showed fluid in the device's bladder which suggests an under infusion may have occurred. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor under infused during infusion. At the time of disconnection, it was observed that approximately 10-15% of the medication remained within the device that had not been delivered to the patient during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.